Manufacturer narrative:
Device is a combination product. (B)(4). Promus premier us, otw, 3.0x32 mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found stent strut, row 5, from the distal end was lifted and bent back in a distal direction. The stent od (outer diameter) of the undamaged section was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14-aug-2017. It was reported that crossing difficulties were encountered.  The target lesion was located in the right coronary artery(rca). A 32 x 3.00 promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage. It was further reported that the stent damage occurred during removal of the device from the patient's body.